Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Large effusion of the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a pt. The pt's medical history was not provided. On an unspecified date eight to nine years ago, the pt initiated synvisc, 2ml. On an unspecified date, the pt experienced large effusion of the knee. The pt was sent to the emergency room and knee aspiration was performed. The culture result was negative. The action taken with synvisc was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The relationship between synvisc and the event of knee effusion was not provided by the physician. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. (B)(4).